Event description:
It was reported that pump displayed malfunction alarm code 24 with fault ID 24-0x2219 and could not be reset, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.